Event description:
On (B) (6) 2009, during device evaluation by baxter the pump head module keypad stop button on a colleague volumetric infusion pump-single channel was found to be not working. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software (B) (4) categorized as remediated.

Manufacturer narrative:
Evaluation summary: the reported condition of the pump head module keypad stop button is not working was confirmed. The pump head module keypad was properly plugged into the pump head module assembly, to correct the reported condition. There is an ongoing CAPA investigation, (B) (4) associated with this report. (B) (4)

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or injury.

Manufacturer narrative:
The condition of pump head module (phm) keypad stop button not working was a service-induced event in which the phm keypad flexi was not fully inserted after repairs. The failure was observed in service testing and remediated before final testing. After further investigation, it was determined that CAPA-(B) (4) does not pertain to this complaint. (B) (4)